Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The problem was found out during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'alarms thermistor disparity' which was verified as system error 345 alarms through a review of the event history log and found to be caused by out of specification thermistor sensor readings. The defective thermistor sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.